Event description:
It was reported that there were no fluoroscopy images and that the monitors showed overlapped images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.